Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15863. The patient reported he experienced burning at the ipg site which traveled up his back along the lead. The patient indicated his scs system was explanted approximately 3 years ago (exact explant date not provided) due to the burning.